Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision approximately 10 months post implantation due to pain, loosening, and subsidence of the stem component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Concomitant medical products: catalog number:00801803602, lot number:63705301, brand name: versys head 36mm+0. Revision op notes were reviewed and identified patient was revised due to loosening, pain, and subsidence of the femoral stem. The patient¿s femoral component was loose. There was no sign of any infection. The acetabular component was fine. Femoral component grossly loose and easily removed, difficult to get the original reamer down the femoral canal due to ¿quite a bit of bone of the femur. Reported event was confirmed by review of medical records provided.device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.